Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill three of treatment. There was fluid found under the cycler. The patient could not determine as to where exactly the fluid leaked from. The patient's cycler was replaced due to the fluid leak. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention of adverse event associated with the leak. The patient got a new cycler and has been doing treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill three of treatment. There was fluid found under the cycler. The patient could not determine as to where exactly the fluid leaked from. The patient's cycler was replaced due to the fluid leak. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention of adverse event associated with the leak. The patient got a new cycler and has been doing treatments with no further issues. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill three of treatment. There was fluid found under the cycler. The patient could not determine as to where exactly the fluid leaked from. The patient's cycler was replaced due to the fluid leak. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention of adverse event associated with the leak. The patient got a new cycler and has been doing treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment.there were visual indication of particulates within the cassette area.there were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.post-ast 2hours 15mins 8500ml simulated treatment was performed and encountered m31 alarm. Failure traced to hp2 filter being clogged with fluid. Temporally replaced to continue testing.post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.